Event description:
Dealer advised right back end of wheel lock bracket is bent causing it not to make contact with the wheel. Dealer advised left wheel lock is damaged also but not as bad as right side.